Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The message logs have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported a false negative cardiac troponin result on one stratus cs when compared to the results from another stratus cs and a siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigated the instrument message log provided by the customer. There were slight abnormalities in the pipette aspiration profile and the pressure tests for the discrepant run, on the stratus cs s/n (B)(4). An abnormality in the pipette aspiration profile and the pressure tests are indicative of compromised sample quality such as a short sample (not aspirating enough patient sample or any of the stratus test pak reagents), or can be indicative of issues such as sample integrity (clots, etc).